Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. Error occurred during device bootup. It was also noted that the hanger assembly was worn and the incoming test failed due to the liquid crystal display (lcd) being defective. The epg was returned unrepaired to the customer as requested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.